Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon occurred since the screw that stables the front panel of the subject device loosened due to user handling over long-time use.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device made a beep sound and the indicators on the front panel of the device went out. The front panel of the device was loose. Other detailed information was not provided. There was no report of patient injury associated with the event.